Event description:
It was reported that due to fluid loss from the artificial urinary sphincter (aus) pressure regulating balloon (prb.) The patient had his aus removed and replaced. It was added that the patient was good post procedure. The aus was explanted and a new device was implanted. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to fluid loss from the artificial urinary sphincter (aus) pressure regulating balloon (prb.) The patient had his aus removed and replaced. It was added that the patient was good post procedure. The aus was explanted and a new device was implanted. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.